Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a cracked/damage on the main body and around the notch of the main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the damage was undetermined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was cracked. This was observed during set up of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.